Event description:
It was reported that following an implant of this device the patient had received multiple inappropriate shocks. Device interrogation revealed the normal electrical measurements. The aforementioned observations pointed to the possibility of the leads being reversed in the device header during the device replacement procedure, where the atrial lead pin inadvertently connected to the right ventricular pace-sense port of the df1 header instead of the right ventricular pace-sense pin. This was later confirmed by fluoroscopy and thus a revision procedure took place, and the atrial lead was found to be loosely connected to the right ventricular pace/sense port of the device header which explained the noise and the inappropriate shocks. The leads were switched correctly, and the atrial lead was surgically abandoned. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.